Event description:
It was reported that the insulin pump had cracks near the battery compartment. Nothing further was reported.

Manufacturer narrative:
No cracks near the battery compartment noted. However, the device had a cracked reservoir tube lip. The unit had a broken off end cap and missing end cap sticker.